Manufacturer narrative:
(B)(4). If implanted, give date: (B)(6) 2014, day not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zma00, was performed and was exchanged for another lens (no info). There was no incision enlargement or patient injury. No further information was provided.

Manufacturer narrative:
A lens was returned to the manufacturer for evaluation. However the lens that was returned is not the same model/type of lens which is the subject of this complaint. The complaint lens is a multifocal lens and the lens received is a monofocal lens. Visual inspection of the returned lens was performed and found the lens was cut in half. Considering the condition of the lens and the type of lens returned, additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement, cosmetic inspection, and lens power were reviewed and the lens met all specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.